Manufacturer narrative:
Corrected data: diopter corrected to: "-11.00/ 1.0/ 150 (sphere/cylinder/axis)" in the initial MDR. Additional data: device evaluation: lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found the haptic deformed and presence of residue on lens surface. (B)(4).

Manufacturer narrative:
This product is not marketed in the us (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -11.00/1.0/147 (sphere/cylinder/axis) , implantable collamer lens into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.